Event description:
The following was reported:" error code e19." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question (26702050, drillcut-x ii shaver handpiece gyn, serial number (B)(6), manufactured 30-july-2024) was received by the manufacturing site in germany on 13-jan-2026 for investigation. The cause of the handpiece failure is a defective motor. This is wear and tear. The defect should have been noticed during the inspection required by the IFU prior to use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).